Event description:
It was reported that during the embolization of a cavernous sinus, upon retraction, the coil prematurely detached. A portion remained within the cavernous sinus and the artery (approx 4mm). No attempt was made to retrieve the coil. The coil was in an untended location. However, no harm was reported.

Manufacturer narrative:
Sample analysis: the device delivery pusher was returned with the coil detached. No portion of the implant coil was returned as it remains within the pt. The delivery pusher was tested for electrical continuity and met spec. The attachment tether that holds the implant intact with the delivery pusher was broken. The attachment tether has evidence of a tensile break, the characteristics are consistent with stretching. The remainder of the delivery pusher was normal in spec. The root cause of this complaint appears to be due to an excessive force applied to the device that exceeded the maximum tensile spec of the attachment monofilament. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.